Event description:
The user facility reported that water was leaking from their amsco 400 sterilizer onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the drain pipe had detached from the unit resulting in the reported leak. The technician reinstalled and secured the drain pipe, tested the unit, confirmed it to be operating according to specification, and returned it to service. A steris district service manager retrained the installation technician on the proper installation activities for the amsco 400 sterilizer, specifically ensuring the drain pipe is properly secured. No additional issues have been reported.